Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-05481, for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the delivery system with valve was unable to be advanced through the 14fr esheath+. It was observed that the valve had come out of the side of the esheath+. The valve was unable to be pulled back into the esheath+. Additionally, the valve could not be pushed forward. As a result, the system was surgically removed. The patient was noted to be stable post procedure. It was believed that tortuosity was the cause of the event. The device was returned to edwards lifesciences for evaluation. Evaluation of the returned 14fr esheath+ device revealed there was a liner tear, a liner strand, and a distal tip tear. Evaluation of the returned valve device revealed there was one strut bent outwards at the outflow side, two struts bent outwards at the inflow side, and one strut bent inwards at the outflow side.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: e1 (telephone number), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned valve device revealed one frame strut bent outwards on the outflow side and two struts bent outwards on the inflow side. There were also several frame struts distorted on the outflow side. There was imagery provided for evaluation. A review of the provided imagery revealed a crimped valve that was outside of the sheath shaft profile inside the patient. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve frame damage that resulted in a surgical intervention was confirmed based on the evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue during device unpacking or preparation. As reported, during the transcatheter aortic valve replacement (tavr) procedure, the delivery system with valve was unable to be advanced through the 14fr esheath+. It was observed that the valve had come out of the side of the esheath+. The valve was unable to be pulled back into the esheath+. Additionally, the valve could not be pushed forward. As a result, the system was surgically removed. Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification". Additionally, per the training manual, "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system" and "do not over-manipulate the sheath at any time". Per evaluation of the returned device, two frame struts were bent on the inflow side which suggest excessive device manipulation was applied to overcome the encountered resistance during insertion of the delivery system with crimped valve through the sheath. It was reported that the patient's access vessel had severe tortuosity. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. This non-coaxial advancement and restricted pathway may contribute to cause damages to the devices. In this case, the bent strut on the valve observed during evaluation of the returned device could be evidence of this interaction. Additionally, evaluation of the returned device revealed one bent strut outwards at the outflow side which may suggest excessive device manipulation during system withdrawal. Excessive force applied to manipulate the device during withdrawal can lead to the valve struts interacting with the sheath shaft/liner and/or patient's vasculature, resulting in the observed strut damage at the outflow side. In this case, the available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation and withdrawal of crimped valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.